Event description:
Per the clinic, the patient experienced redness, inflammation over the coil site and extrusion of the receiver/stimulator (specific date not reported). The patient was advised to stop using the external sound processor. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.